Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot number 6618195 and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent an unknown procedure with mentor smooth round moderate plus profile 300cc saline breast prostheses developed capsular contracture (baker grade unknown) in both breasts. In addition, the patient started to have trouble breathing and developed severe muscle pain throughout her whole body. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the right breast prosthesis.